Event description:
It was reported that balloon rupture and catheter separation occurred which requires additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. During the procedure, the non-boston scientific sheath was placed in the vein. However, upon inflation at 17 atmospheres beyond anastomosis, the balloon ruptured, and the balloon part got separated inside the catheter. Upon removal, resistance was felt and the device got caught on the sheath. Consequently, the device was removed surgically as a single unit with the sheath. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device was returned for evaluation. The device was returned advanced through a 6fr sheath. As per specification, this device is compatible with a 5fr sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 3 mm proximal of the proximal markerband. A visual and tactile examination found the shaft of the device to be severely stretched and buckled between the proximal and distal markerbands. A complete separation of the shaft was also identified located at the distal balloon bond.